Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-02433. It was reported that the burr became stuck with the rotawire. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink¿ plus and a rotawire were selected to treat the target lesion. During the procedure, it was noted that the rotawire got stuck inside of the advancer or catheter unit. The procedure was completed with another of the sane device. No patient complications were reported and the patient's status was good.